Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed blurry video output. The device was disassembled and passed the helium leak test. The complaint was confirmed and the root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include a failed image sensor or a faulty cable. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during arthroscopy, internal to the patient, it was not possible to the see through the camera head. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.